Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The issue is still under investigation (taskm-4347) and currently a root-cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The mt1 was in ventilation mode on a patient when it went in safety mode, black screen and buzzer alarm. The user rebooted the device and continued to ventilate the patient normally for the rest of the case. I has already planned on doing pm on this device today so I went and did the software upgrade to 3.0.3 from 3.0.2 and did the full pm. When I was doing the power loss test at the end, it rebooted in real time clock failure, see (B)(6) 2022 at around 11:02. I tried it three more times while putting back ac and both batteries on the 1 minute mark this time and it was always going in real time clock failure mode.